Manufacturer narrative:
Device evaluation summary completed on 5/16/2019: during evaluation of the sample it was noticed a rupture on the posterior view, measuring approximately 0.5 cm. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2019, mentor became aware that the suspect device was the right device and patient was dissatisfied. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3544001, serial number (B)(4), and the right replaced with catalog number 3544001, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right- mentor siltex round moderate profile 375cc saline breast implants which the left side deflated, catalog number 3542660, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 375cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.